Manufacturer narrative:
Device used for treatment, not diagnosis. Additional product code: hwc. (B)(4). Device is not expected to be returned for manufacturer review/investigation. Device history records review was conducted. The report indicates that the: (B)(4): the reported event required medical/surgical intervention to preclude permanent damage to a body structure. Should further information become available this determination will be reviewed accordingly. The devices had to be removed due to a nonunion. Device history records review was conducted. The report indicates that the: DHR review for part # 456.304s lot # 7713626; release to warehouse date: 02 july 2014; expiration date: 31 may 2023; manufacturing site: (B)(4). DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 11.0mm ti helical blade 95mm sterile product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent revision surgery on an (B)(6) 2017 due to a non-union. No information was provided on whether the patient had symptoms related to the non-union or how it was diagnosed; the patient was originally implanted with the trochanteric fixation nail system (tfn) nail, blade and two screws on an unknown date. These devices were removed during the revision and the patient was revised with a synthes tfn hip nail. There was no surgical delay. No information was provided on patient outcome. This complaint involves 4 devices. This report is 2 of 3 for (B)(4).